Event description:
It was reported that the pt experienced intermittent shocks prior to normal battery depletion. The neurostimulator turned on and off on its own. The neurostimulator was not able to be reprogrammed. The neurostimulator and lead extension were replaced. It was noted that there was fluid in the device. Further info is being requested.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the neurostimulator. No failure was detected but the product was out of specification. There was output and telemetry but the battery was near assumed normal end of life. The access hole adhesive was lost/missing. Foreign material was found in the connector ports. The titanium can and insulation coating were scratched. The battery was expanded. Final device analysis revealed no anomalies found for the lead extension. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact.